Manufacturer narrative:
The return device analysis confirmed reported break as the gripper arm suture knot was observed broken. The reported difficult gripper actuation could not be replicated as the returned condition of the device (as the gripper suture knot was broken). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported break on the suture knot appear to be related to product quality issue. The reported gripper actuation issue was a cascading event of the reported break on the suture knot. The issue is being addressed per internal operation procedure. Abbott will continue to trend the performance of these devices.d9 - device available for eval updated from "no" to "yes"h3 - device returned to manufacturer? Updated from "no" to "yes".

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on available information and without the device to analyze a cause for the reported broken suture knot cannot be confirmed. The reported gripper actuation appears to be due to reported broken gripper suture knot. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report gripper actuation. It was reported that this is a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds/xtw 10218r125) was advanced to the mitral valve; however, upon grasping the leaflet, the mr was only marginally reduced and the mean pressure gradient increased to 7mmhg. Therefore, the cds was removed with the clip attached. The mean pressure gradient returned to baseline. The procedure continued with a new clip (nt 10519r172). The cds was advanced to the mitral valve; however, after the clip grasped the leaflets, mr was only marginally reduced and the gradient was between 5-6mmhg. At that point, the procedure was aborted. The mean pressure gradient returned to baseline after the leaflets were un grasped. It was noted that the gripper of the nt clip stayed down and could not be raised. Additionally, when the cds was taken to the back table, it was observed that the gripper eyelet was broken and the gripper line could not travel through, resulting in the gripper arm could no longer be moved. No clips were implanted, and mr is 4+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.